Event description:
It was reported that the device had an upstream sensor alarm. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual tests were performed. The customer's stated problem was not confirmed. The upstream shutoff pressure was within specification. There was no known cause of the reported issue. The device shall be returned to the customer once passing results for functional/delivery tests are confirmed.